Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using a starclose se after an interventional chemo embolization procedure using a 6f sheath. Reportedly, after the clip deployed in the patient, the device was stuck. The top safety release access port was used to remove the device. Before using the bottom safety release access port, the red safety release button was pressed out of order. The device remained stuck. The device was pried out to remove. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Medical device problem code (B)(4) ¿ failure to follow steps/instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported difficulty to remove the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, only one access port was used during the attempt to remove the device. It should be noted that the starclose se instructions for use (IFU), states: if resistance is met upon removal of the device, follow the steps below to remove the device: locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible "click" should be heard. Check that the number "3" exits the number window completely and the thumb advancer is freed from the locked position. Repeat the above steps if necessary. Retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the locator wings. The IFU deviation did not directly contribute the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.